Manufacturer narrative:
1. The 1. The customer returned 1 photo, but did not return the defective sample. The photo shows that there is blood at the end of the septum. 2. DHR/bhr review lot#4016704. 1-the products of this batch were assembled at intima ii auto line 3 in (B)(6) 2024, and packaged at r240 package line in (B)(6) 2024. Work order quantity was (B)(4). Pcs; 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3-the leakage test results of 800 pcs in process testing and 32pcs in outgoing testing were within the product specifications; 4-no unqualified, deviation or rework activities in the production process; 5-the septum assembly equipment without abnormal maintenance. 3. The retained samples of this batch are taken for 800mm simulated clinical leakage test, and no leakage is found at the septum. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photo shows that there is blood at the end of the septum. The root cause of the leakage at the septum cannot be determined because no abnormalities are found in the process and retained samples, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample is received for further examination. The plant will continue to track and trend the issue.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked at septum. The patient was admitted to the hospital for fertility preservation at 32+6 weeks of menopause, and was infused with magnesium sulfate on sedation, and the nipple oozed after the steel needle was withdrawn after the indwelling needle was punctured, after which the indwelling needle was immediately replaced and re-punctured, and the patient cooperated with the nurse's explanations.